Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead did not have adequate thresholds once it was screwed into the outside of the heart. The lv lead was not implanted and a suture-on lead was used. No patient complications have been reported as a result of this event.